Manufacturer narrative:
The reported event of communication failure was confirmed. Final analysis found that the device was unable to communicate due to premature battery depletion. The premature depletion was caused by high current draw from a transistor component failure in the hybrid. Components on the hybrid were damaged by electrical and thermal overstress. The root cause of the damage is undetermined. Abbott is performing further investigation.

Event description:
It was reported that prior to an implant procedure, the implantable cardioverter defibrillator loss bluetooth communication. It was noted that bluetooth communication was attempted multiple times. After the device loss bluetooth communication, it was unable to be interrogated with the induction wand either. The device was not implanted. There was no patient involved.